Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had the upper display blank. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacturer specifications. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.